Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Patient was prepped and given tumescent. The physician was ready to start the ablation when the catheter plug broke off in the generator (not inside the patient). The physician was not able to get the plug pieces out of the generator so it was not possible to connect another catheter. The physician attempted to use a screwdriver and other tools to remove the catheter plug pieces that were stuck in the plug port of the generator. This attempt was not successful and the patient needed to be rescheduled. There was no injury to patient. The customer's report of a "broken connector" has been confirmed. A visual inspection of the catheter showed the gray plastic was broken circumferentially. There was no apparent damage to any of the pins of the connector.